Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a manufacturer representative who reported the patient had elected to have their ins replaced and during change out of ins, one of the leads had some fraying occur just adjacent to area outside of header block so both leads were changed out. No symptoms were reported. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.